Manufacturer narrative:
The customer did not request service for the system. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The phaco tip not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was provided; therefore, the lot number history and complaint history reviews could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The phaco sleeve was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot number history and complaint history reviews could not be conducted. All lots are inspected and every lot is verified that all required tests have been performed and all acceptance criteria were met. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure the phacoemulsification (phaco) tip and sleeve of the handpiece became hot and caused a scleral burn. The tunnel incision had to be closed using four sutures. The initial testing of the system was completed as normal. There were no system messages displayed. The surgeon is unsure if the issue was with the handpiece or the tip/sleeve and requested to have the handpiece replaced.